Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history record review: a device history review was performed and no non-conformance's were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device, and it was determined that the reported condition was confirmed. It was determined that the issue related to the loose knob was a design issue, which has been escalated to a CAPA. The assignable root cause was determined to be traced to device design. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that a few parts were unattached from the battery oscillator device. It was further noted that since the saw could not be coupled with the saw head due to the knob being detached from the handpiece, a test could not be measured. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades and check oscillation frequency with frequency meter. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.